Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks in secondary vector, while exercising. The field representative wanted to program to primary vector however it was unsuccessful in automatic setup in supine position. Technical services (ts) reviewed the episodes noting the r wave appeared small with a bundle appearance. Noise markers were observed however ts noted they were related to rate rather than muscle noise. The field representative confirmed that this patient was kept programmed to secondary and adjusted the rate cut off. This electrode remains in service. No adverse patient effects were reported.